Manufacturer narrative:
The implant was returned and visually inspected. The fracture condition was confirmed. The remainder of the screw was not returned. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any non-conformances or rework activities that would cause or contribute to the condition reported. A definitive root cause has not been determined.

Manufacturer narrative:
This device was not returned to the manufacturer. The implant was returned on october 5, 2015.

Event description:
The dentist reported the abutment screw fractured. The dentist was unable to remove the fractured part of the screw from inside the implant. The implant was removed and the site was grafted.